Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, probe assy, suct, sin was being used on (B)(6) 2021 during a shoulder arthroscopy procedure and the distal metal plate detached. There was no impact or injury to the patient. After further assessment it was found that a forcep was used to retrieve the device fragment. The device was being used in a normal, proper way when it broke. Electro surgical unit used was the edge and the settings were cut 2, coag 5. The edge will be listed as a concomitant device. There was a couple minutes delay to retrieve the fragment and the procedure was completed. The patient is ok. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿distal metal plate detached¿ is confirmed. Examination of the returned used device found the electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 37 reports, regarding 40 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, aes-90sn, probe assy,suct,sin was being used on (B)(6) 2021 during a shoulder arthroscopy procedure and the distal metal plate detached. There was no impact or injury to the patient. After further assessment it was found that a forcep was used to retrieve the device fragment. The device was being used in a normal, proper way when it broke. Electro surgical unit used was the edge and the settings were cut 2, coag 5. The edge will be listed as a concomitant device. There was a couple minutes delay to retrieve the fragment and the procedure was completed. The patient is ok. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.